Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a crack by the esc button and went to the middle of the reservoir housing. Customer's blood glucose level was 421 mg/dl. She took a correction bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.